Event description:
It was reported that this patient reached out to their health care professional (hcp) regarding receiving shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The patient then presented to their health care facility for further follow up and troubleshooting. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. It was noted that upon review of the patient's stored episodes, they had received a total of five inappropriate shocks during multiple stored episodes for af with rvr. While performing device optimization, it was noted that in two of the three vectors, low amplitude was observed, therefore, the primary vector was the selected option. The af with rvr is currently being medically managed. At this time, the device system remains in-service. No adverse patient effects were reported.